Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was stuck on an update and did not allow the user to bypass it. The field service engineer (fse) executed a reimage for the pas, replaced the solid-state drive, rebuilt the database, initiated a server sync, registered the device in remote smart service, and ensured that the pas was live, communicating, and accessible to users. The pas was successfully reimaged and restored to normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on an update and did not allow the user to bypass it. The screen did not change. The screen read: ¿something didn't go as planned. Going back to your previous version. Please keep your device on". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.